Manufacturer narrative:
The complaint regarding e7 electronic error was verified. E7300 errors were found in the history, and the e7300 errors were triggered due to a defective resonator on the electronic board. It is not possible to further operate the pump due to this defect. Date the event occurred: (B)(6) 2013, last day in event history: (B)(6) 2012. E4 occlusion errors were found in the history. The delivery accuracy and the occlusion limits of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The blood glucose meter was evaluated, and it was concluded the meter is functioning as intended. The customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter.

Event description:
Nurse reported, the patient was admitted to the hospital on (B)(6) 2013 with diabetic ketoacidosis. He was unwell and not very responsive, and he was placed on an insulin drip. Nurse has not been able to get a full account of what happened. Patient reported the infusion device displayed recurrent e4 occlusion and e7 electronic errors for 2 days. He changed the infusion set and cartridge each time, but this did not resolve the issue. He uses a competitor's infusion set. He switched to the backup infusion device and experienced the same error messages. He was still hospitalized at the time of the report, and his blood glucose levels were improving. The primary and backup infusion devices and the blood glucose meter were requested for evaluation. No additional information was provided.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. This is related to medwatch report with patient identifier (B)(6).